Manufacturer narrative:
The customer reported the events log recorded alarm transducer fault. The customer performed transducer test, turbo differential: 35 failed. Also performed transducer calibration, turbo differential pressure calibration failed at 0 cmh2o. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported immediately when the ventilator was powered on, high peak inspiratory pressure, low minute ventilation alarms were triggered during use on a patient on the vela ventilator. The customer reported that the patient was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3 , h6 and h10 results of investigation: vyaire received the device for evaluation. During visual inspection there were no visible defects, damage or contamination. Component was installed in known good vela unit. Vela unit was powered into user mode where the turbine spin in high rpms and alarm following: high peak inspiratory pressure, high positive end expiratory pressure, low minute ventilation and apnea interval. Review of the events log showed alarm transducer fault, low minute ventilation, transducer fault occurred (0, 0, 35) and user svt calibration failed recorded on (B)(6) 2021. Alarm low minute ventilation and transducer fault occurred (0, 0, 34) and were recorded on the most recent events. Performed transducer calibrations as described in the vela ventilator systems service manual. The reported complaint was confirmed through the events log and duplicated during functional check. Transducer ( exhalation transducer ) pt801 has failed. The reported complaint was confirmed through the events log and duplicated during functional check. Transducer pt801 has failed.